Event description:
It was reported by svc report that the high/low motor would not power the bed either up or down and the bed was stuck in high height. No pt involvement or adverse consequences are reported.